Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4) laboratory technician; (B)(4) - no complaint received with return of device. Failure (event) observed during analysis. Analysis found insulation abrasion at 33cm to 34cm from helix tip. Svc cables were exposed but not compromised at these locations. The damage found is due to friction with another implanted device.